Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The chronic total occlusion (cto) stenosed target lesion was located in the heavily calcified non tortuous perineal artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed over the wire, in whole. The procedure was completed with another with same device. No patient complications were reported.